Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit(30cm); model #: sc-4316, lot # 16611054, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced neck pain, upper back pain, extremity weakness, and bouts of paralysis following an explant procedure. The patient reported that the incision sites were raised with a large lump underneath. The patient believed that the symptoms were related to the implant and explant of the stimulator, as well as malfunction of the device.